Event description:
As reported by the user facility: originally I had only one pump (#1) incorrectly delivering an angiomax bolus, however 3 pumps are having the same problem. It occurs when the pump asks me to override the soft limits on body weight. When you change the patient's weight from the weight of one patient to the next patient, the machine alters the bolus dose, overrides the weight and prompts the user for the soft limits. The nurse noted that if you clear the former infusion by shutting down the machine and restarting the device this does not alter the bolus. They have been remediating the issue by skipping the override to provide the accurate bolus dose. Only one device serial number was provided by the user facility. Serial (B)(6). Manufacturer report, 9610825-2024-00477, is for one event involving serial (b)(60, and is identified as b. Braun medical internal report number (B)(4). The other two events will be reported in manufacturer reports 9610825-2024-00473 and are identified as b. Braun medical internal report number (B)(4). This report is for event #3 involving an unknown serial number.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.